Manufacturer narrative:
The development of the renu successfully completed all verification activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Patient selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. We are unable to determine the root cause of the difficulty without images and additional information. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male patient with a previous endoprosthesis of another manufacturer underwent zenith placement due to a type I endoleak of the preexisting graft. The physician placed a renu converter along with an iliac leg graft and an occluder. All were placed according to the instructions for use (IFU). A femoral-femoral bypass was also placed. A completion angiogram showed a proximal type I endoleak. The renu was ballooned several times with a coda balloon. The endoleak was still present so he placed another manufacturer's endoprosthesis in the proximal seal zone of the renu graft. Final angiogram confirmed that a slowed type I endoleak persisted. The physician then decided to take a wait-and-see approach by following up with a CT scan within a week. There were no patient complications.